Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up where it was found that the atrial lead was failing to capture. An x-ray revealed that the lead had dislodged. Physician attempted to reposition the lead, but the lead still failed to capture. Lead was explanted and replaced instead. Patient was stable after the procedure.